Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels; bg values were not provided. Customer reverted to an alternate pump to address bg. No additional information regarding these events was provided.